Event description:
While attempting to insert a toggleloc through the femoral tunnel, the surgeon could feel the implant catch on bone. The part was removed and a competitor's product was used to complete the case. The surgeon observed that the positioning hole was located on the wrong side of the product. The surgery was extended approximately 10 minutes. No patient harm.

Manufacturer narrative:
(B) (6), (B) (6), user & facility both located outside USA. Visual inspection, revealed the thru hole for the positioning suture was manufactured on the wrong side of the implant. This may cause surgeons to encounter a slightly difficult time passing the anchor through the femoral tunnel and/or getting it to deploy.